Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2014-84310.

Event description:
It was reported that the patient wears the sensors, and has had three reactions in the past three weeks, and was recently treated by the paramedics due to a low blood glucose of 35 mg/dl. It was also stated that the patient's blood glucose was 7 mg/dl last night, but the sensor glucose reading was 98 mg/dl. Troubleshooting revealed that the patient only calibrates twice a day. Also, found that the patient has been entering "fake" blood glucose readings in order to get the blood glucose and sensor readings closer together. Advised the caller on proper protocol for using the sensor. Nothing further was reported.